Event description:
It was reported, "PICC checked prior to IV pre meds. 1 hour wait observed. Venous return and flushing well. PICC checked prior to starting obinutuzumab. PICC sluggish to flush. Patient coughed, moved arm to try to get working better. Venous return and flushing. Blood stained flush appeared around entry to PICC site. Dressing removed, PICC now sluggish to flush. Unable to see site of PICC fracture. Nic sn porter informed. Advised to leave PICC in place for PICC exchange later this afternoon. Dressing applied to keep in place. Patient attended unit later that day for exchange. Will receive obinutuzumab and bendamustine tomorrow and bendamustine wednesday."

Manufacturer narrative:
H11: section a through f - the information provided by bd represents all of the known information at this time. Despite good faith efforts to obtain additional information, the complainant / reporter was unable or unwilling to provide any further patient, product, or procedural details to bd. The device has not been returned to the manufacturer for evaluation. H3 other text : device not returned for evaluation.

Manufacturer narrative:
H11: section a through f - the information provided by bd represents all of the known information at this time. Despite good faith efforts to obtain additional information, the complainant / reporter was unable or unwilling to provide any further patient, product, or procedural details to bd.

Event description:
It was reported PICC flushed and venous return for IV pre meds prior to sact. 1 hour wait observed before treatment. Venous return and flushing well. PICC checked, sluggish to flush before starting obinutuzumab. Patient was asked to cough and turn head and move arm to try and get PICC working better. Venous return observed. Flush appeared to ooze around PICC dressing. Blood-stained flush appeared around entry to PICC site. Seemed to have PICC fracture. Dressing removed but unable to see PICC fracture. Flush very sluggish after. Nurse in charge informed. Advised to leave PICC in place for PICC exchange later this afternoon. Dressing applied to keep in place. Dressing removed to observe for fracture. Patient scheduled and attended unit for PICC exchange later today. Will receive obinutuzumab and bendamustine tomorrow and bendamustine wednesday. Pharmacy informed and treatment returned for disposal. Patient informed of plan. PICC cleaned with chloraprep and dressing applied. Exit site marking 20.5cm. Treatment dates (B)(6) 2024. Fracture was partial, pin hole.

Event description:
It was reported PICC flushed and venous return for IV pre meds prior to sact. 1 hour wait observed before treatment. Venous return and flushing well. PICC checked, sluggish to flush before starting obinutuzumab. Patient was asked to cough and turn head and move arm to try and get PICC working better. Venous return observed. Flush appeared to ooze around PICC dressing. Blood stained flush appeared around entry to PICC site. Seemed to have PICC fracture. Dressing removed but unable to see PICC fracture. Flush very sluggish after. Nurse in charge informed. Advised to leave PICC in place for PICC exchange later this afternoon. Dressing applied to keep in place. Dressing removed to observe for fracture. Patient scheduled and attended unit for PICC exchange later today. Will receive obinutuzumab and bendamustine tomorrow and bendamustine wednesday. Pharmacy informed and treatment returned for disposal. Patient informed of plan. PICC cleaned with chloraprep and dressing applied. Exit site marking 20.5cm. Treatment dates (B)(6) and (B)(6) 2024. Fracture was partial; pin hole.

Manufacturer narrative:
H11: section a through f - the information provided by bd represents all of the known information at this time. Despite good faith efforts to obtain additional information, the complainant / reporter was unable or unwilling to provide any further patient, product, or procedural details to bd. The complaint of a leak is confirmed and was determined to be use related. One 4fr sl powerpicc solo catheter was returned for evaluation. The investigation findings are consistent with damage accumulated through flexural fatigue. Flexural fatigue occurs due to cyclic kinking of the catheter tube in which physiological, placement, usage, and mechanical factors may gradually form a crack(s) in the catheter. The returned product sample was evaluated and a split was observed between the 9cm and 10cm mark on the catheter body. The catheter split contained physical features associated with material fatigue, and the characteristics observed which supported this type of failure included: damage which was circumferentially aligned. Fracture edges which were rounded and polished due to repeated material wear. Overall elliptical shape to the fracture cross-section (a result of repeated kinking of the tubing). An examination of the catheter structure revealed no potential damage/defect related to manufacture of the product. The damage location suggested that catheter securement, access and maintenance techniques may have contributed. This complaint will be recorded for future trending and monitoring purposes.